Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery alert. Customer's blood glucose at time of incident was unknown. Customer stated the blank display and high blood glucose and advised to troubleshoot they need to call back the pump is not present. Customer was advised to clean battery cap with a dry cotton swab and to wait for 5 seconds before inserting new (B)(6) aaa alkaline battery. Customer was advised that we will ship a replacement battery cap.

Manufacturer narrative:
The customer has called back regarding insulin pump alarm low battery that is occurring every day. The customer stated that the issue was not resolved with a replacement battery cap. The customer's blood glucose at the time of the incident: 315 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer will return the insulin pump with the battery cap.